Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device experienced an operational issue between the stylus touch-pen and the display screen due to a broken overlay. It was also noted that there was a bent tab on the power cord bay door, and the lower case of the device were worn. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the display screen of the programmer was unable to be utilized with the stylus touch-pen, which accounted for an inability to run tests. The programmer has been returned for repair. There was no patient involvement.